Event description:
It was reported by the patient that a new device was implanted and their previous device was used as a backup system because shortly after it was implanted in their abdomen it had a really low pacing impedance which was making them very tired. The device was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5068-58 lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.